Event description:
Routine complaint investigation when a consumer reported receiving an incorrect lot of strips in a box labeled with another lot number. If the combination of test strips were used to perform an assay, the difference in the results could cause a clinically significant result.